Event description:
It was reported that during a therapeutic lung resection procedure, using airway mobilescope, there was no moving image on the screen and bad quality image was produced. No error message was produced. The procedure was reported to be extended for 1 hour while the patient was sedated, and the procedure tried on a backup olympus scope with a (different model was used) that gave a pixelated image. The procedure was completed without any impact to the patient. The patient is reported to be doing fine.